Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 4. E1: patient city: (B)(6). Patient country: sweden. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that the patient faced four infusion sets tubing detached events on (B)(6) 2024 close to site location. The insertion site was at lower right side of tummy. Infusion sets were used for 2 days. No further information was available.